Event description:
It was further reported that the ra lead exhibited suspected inner insulation failure.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory observed noise on the electrogram waveforms. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a suspected fracture of the right atrial (ra) lead. The ra lead exhibited noise, a non-zero short circuit pace (scp) count indicating low impedance measurements, oversensing, non-physiologic sensing, undersensing, non capture. The right ventricular (rv) lead exhibited non-zero open circuit pace (ocp) and short circuit pace (scp) counts indicating high and low impedance measurements, possible undersensing and possible noise. There was also a pause ending noted on some episodes. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: w1dr01 ipg implant date:(B)(6) 2018, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.